Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 26, 2015. (B)(4).

Event description:
The end user's spouse reported the one-piece pouch and skin barrier was difficult for the end user to remove after three days of wear. The end user did not use any adhesive removing products to aid in pouch removal. No patient consequences were reported as a result of this event.